Event description:
A caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42, which was associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. The issue was resolved by performing a pump reset due to battery depletion.